Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. Corrections made to tab(s) d and h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a critical care nurse in the online survey a nurse stated that "no, he/she doesn't agree that the instructions for use (IFU) for the bard/becton dickinson ¿biocath catheter comprehensive care trays¿ provide(s) sufficient information about the product(s) and their medical application(s).¿ because "no leaflet ".

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the critical care nurse in the online survey stated that "no, he/she doesn't agree that the instructions for use (IFU) for the bard/becton dickinson ¿biocath hydrogel coated latex foley catheters¿ provide(s) sufficient information about the product(s) and their medical application(s).¿ because "no leaflet ".

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction - b, d, g, h the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Critical care nurse in the online survey a nurse stated that "no, he/she doesn't agree that the instructions for use (IFU) for the bard/becton dickinson ¿biocath catheter comprehensive care trays¿ provide(s) sufficient information about the product(s) and their medical application(s).¿ because "no leaflet ".